Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an occlusion. The right ventricular (rv) lead was explanted and replaced. It was further reported that post implant the new right atrial (ra) lead exhibited high undefined impedance. The ra lead remains in use. No further patient complications have been reported as a result of this event.